Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 07-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient was asking for re-programming sessions as they were not getting relief on their right side since (B)(6) 2020 and was hoping to get adjustments made to regain relief. Patient reported no trauma, falls or car accidents. Re-programming was performed with no resulting paresthesia felt in their right side so x-rays were taken which revealed that their right lead had pulled back from position post implant. A new revision is required to reposition the lead to the right at top of t8 vertebrae. Patient will be scheduled for surgery once approval is received.